Event description:
It was reported the patient experienced an occasional jolting when finger pressure to his scs ipg pocket site or sitting on his scs ipg pocket site occurred. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified the patient's scs ipg was replaced and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.